Event description:
It was reported that prior to a hip procedure using an ambient super turbovac 90 ifs wand, the wand connector would not successfully plug into the controller port. The procedure had to be completed using a competitive device. There were no significant delays or pt complications reported as a result of this event.